Event description:
Stryker tritanium acetabular shell failure with consequences of metallosis, disability, loss of business, etc. My hip was replaced with a stryker hip component which failed within a year and began causing pain, inflammation and raised metal levels. Revision required in (B)(6) of 2024 where eugene slocum surgeon replaced the failed device and found damage from metalossis, tissue damage, etc due to a failure of the stryker tritanium acetabular shell lining causing metal on metal. I have had to go on ssid disability now, business loss, pain, etc. My surgeon (B)(6) would be more than pleased to assist with anything he can do to go after stryker. He has a number of people with this issue and others he knows from other surgeons through his contact with being the president of an orthopedic organization. There is no recall on this specific part of the device to my knowledge. The enclosed dropbox site gives information on the exact item installed and the failure it developed. Https://www.dropbox.com/scl/fo/m79vv9mmlaabj3ignwpzq/abpdtlkvts8pzyojpbgzpju?rlkey=ltn0n0volsed0pl7vvnrnfdxo&st=poru9q83&dl=0.